Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer replaced her battery and since then she kept on getting insert battery and they already tried multiple batteries and still the same. Customer stated they can even hear a rattling sound when they shake insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.